Manufacturer narrative:
The complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part (210813) - lot number (2l30521) combination per qlik query executed 03/07/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that during a bankart repair the surgeon implanted the anchor to the patient's shoulder joint, and applied the tension to check the fixing condition, and the anchor came off. The surgeon tried to implant an alternative anchor with a different bone hole and the alternative also came off. The procedure was completed with a third implant in another bone hole inside the glenoid cavity. The device was brand new and first use when the issue occurred. The affiliate reported that there was no patient harm or time delay to the case. The affiliate also reported that no further information was provided.